Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that on (B)(6) 2017, the patient had a revision left total knee to address loose tibial and femoral components. Depuy components were implanted during this procedure. During the procedure, the surgeon observed that the femoral component was slightly loose. (No mention of what manufacturer¿s components were removed) on (B)(6) 2023, the patient had a total knee revision to address failed left knee replacement. Prior to surgery, the patient reported having pain and instability, and limited function. Radiographs are reported to show a well-fixed, well-aligned tibial component, a loose femoral component, and a large effusion. During the procedure, the surgeon observed that the knee was full of scar tissue. The femoral component was not ingrown in the distal femur. There was scar tissue and fibrinous material connecting the femoral sleeve to bone. Depuy components along with competitor components were implanted during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to aseptic loosening. Date of implant: (B)(6) 2017. Date of revision: (B)(6) 2023. (Left knee). Treatment: femoral component and tibial base were revised.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.